Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly. Customer's blood glucose level went as high as 400 mg/dl. Customer advised during a bolus attempt they were unable to push the button. Troubleshooting for off no power was performed. Customer was advised to insert a new battery into the insulin pump. Customer will call back to continue troubleshooting once they have the new battery.